Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced difficulty activating the pump, as it requires more strength than expected to squeeze the bulb, which increases the time needed to inflate the device. This causes the area to become sore and sensitive, making the patient feel uncomfortable. No additional information was reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced difficulty activating the pump, as it requires more strength than expected to squeeze the bulb, which increases the time needed to inflate the device. This causes the area to become sore and sensitive, making the patient feel uncomfortable. Additionally, the patient stated that the level of rigidity is less than before. No additional information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptoms are known risks associated with this device type/procedure, and it is noted as such as in the instructions for use.